Manufacturer narrative:
At this time product has not yet been returned and a valid serial/lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle strips, and there were no adverse trends that indicate any potential product-related issues. A tripped trend review was completed for the reported complaint and freestyle freedom meters, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller from the physician's office reported about a customer who was unable to test using her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer self-presented to the clinic to report about the meter where a reading of 70 mg/dl was obtained at the clinic and treated orally with orange juice and food. The doctor advised the customer to discontinue the slow acting insulin due to the risk of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller from the physician's office reported about a customer who was unable to test using her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer self-presented to the clinic to report about the meter where a reading of 70 mg/dl was obtained at the clinic and treated orally with orange juice and food. The doctor advised the customer to discontinue the slow acting insulin due to the risk of hypoglycemia. There was no report of death or permanent injury associated with this event.